Manufacturer narrative:
(B)(6) product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/m (dose 99.9mcg/day) via an implanted pump. The baclofen type and lot number were unable to be obtained. Indications for use were listed as intractable spasticity. The patient¿s medial history included multiple sclerosis. Patient had continued to take oral baclofen since implant and was currently taking 100mg/day (20mg every 5 hours per husband). The event date was unable to be obtained. The patient continued to have significant pain/soreness and intermittent swelling over the pump pocket site since implant. The pump had never really relieved the pain and spasticity in her legs since implant despite the doctor continuing to increase her dose after implant. The patient's husband and doctor said that cultures taken of fluid over pump were negative and they suspected a possible cerebrospinal fluid (csf) leak. On (B)(6) 2016, the healthcare provider (hcp) investigated the system and ruled out csf leak due to no fluid where catheter exited spine. He also performed a dye study and found catheter to be intact. Pump logs showed no motor stalls or unusual events. Catheter tip was placed very high (in cervical spine) which is why the hcp felt itb therapy had not helped lower extremity pain/spasticity. Despite the findings, patient still elected to have the full system explanted. It was unknown what environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury¿. The hcp felt nothing was wrong with neither pump nor catheter other than catheter tip likely placed too high for patient to get lower extremity relief of symptoms. There was some fluid over pump which he felt was serous and no csf. The healthcare professional explanted due to the patient¿s request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.